Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported the product leaked on the cardiovascular unit when the patient was being infused with lipids, tpn, and pge. It is unknown which port leaked. There was no patient harm.

Manufacturer narrative:
Concomitant medical products: 5ml zr flush syringe of 0.9% sodium chloride injection usp (lot 3133040, exp 2020-04-01). The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported the product leaked on the cardiovascular unit when the patient was being infused with lipids, tpn, and pge. It is unknown which port leaked. There was no patient harm.

Manufacturer narrative:
The customer¿s report that the set leaked from an unknown port was confirmed to be a leak from two maxzero ports. Functional testing resulted in no leaking. Pressure testing showed leaking from two of the maxzero components. Closer inspection of the valves under magnification showed a microchannel on the interior walls of each valve, which allowed fluid to leak. The source of the leak is a microchannel found in each maxzero valve which created a fluid path. The root cause of the microchannel is a manufacturing issue.

Event description:
The customer reported the product leaked on the cardiovascular unit when the patient was being infused with lipids, tpn, and pge. It is unknown which port leaked. There was no patient harm.